Manufacturer narrative:
Citation: vito mannacio, md article title.: severe prosthesis-patient mismatch after aortic valve replacement for aortic stenosis: analysis of risk factors for early and long-term mortality journal title: journal of cardiology 69 (2017) 333¿339 available online 1 august 2016 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of severe patient prosthesis mismatch on survival after aortic valve replacement (avr). All data were collected from multiple centers between january 2003 and december 2014. The study population included 3082 patients who were predominantly male, mean age 67 years, 758 of which were implanted with medtronic mosaic (serial numbers not provided). Among all patients adverse events included: redo operation, hemolysis, paravalvular leak, annular fibrosis, endocarditis and bioprosthesis degeneration. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.